Event description:
It was reported that the system checkout failed in the o2 flush test due to excessive leakage. Several other sub tests also failed during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system and found that the safety valve was not functioning normally during the system checkout. The customer-supplied safety valve solenoid was replaced and installed by our field service engineer. The device was fully calibrated and tested according to manufacturer's protocol. The device is functional. The safety valve solenoid was retained and subsequently scrapped by the customer; hence preventing it from being investigated further. The evaluation of the received system device logs shows that the full system checkout performed failed several sub tests. The o2 flush, internal, pressure transducer, safety valve, vaporizer inlet/outlet valve, flow transducer, auto ventilation leakage and manual ventilation leakage tests, failed. The common message for the different sub tests is that it is a leakage that prevents pressure build-up. The technical log has no technical error codes logged. The safety valve solenoid is a spring-loaded solenoid valve that controls the safety valve opening/closing. The safety valve solenoid is closed when not activated and open when activated. A faulty safety valve solenoid may lead to stop of ventilation in case it stays open when supposed to be closed. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was due to the safety valve solenoid.

Event description:
Manufacturer's reference #: (B)(4).